Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On april 9, 2025 it was prior to a radiofrequency ablation procedure using the venclose catheter, the catheter package was not sealed. The procedure was completed using another catheter. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two electronics photos received and evaluated. First photo shows with its label information which is verified and matches with track wise details. Second photo shows pouch with technician hand inside the pouch based on that reported unsealed device packing is confirmed. One unsealed venclose 100cm vcrf received for evaluation. The device appeared to be clean. One battery tab was returned in the outer housing. The inner packaging appeared to be unsealed at both ends. During visual inspection, the top portion of the product package appeared bent and unsealed. The portion was noted to be slightly crumbled and unsealed. No anomalies were noted. Therefore, the investigation is confirmed for reported unsealed device packaging. A definitive root cause for the reported unsealed device packaging could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, therefore a labeling review is not required. D4 (medical device expiration date), g2, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On(B)(6) 2025 it was prior to a radiofrequency ablation procedure using the venclose catheter, the catheter package was not sealed. The procedure was completed using another catheter. There was no patient contact.